Manufacturer narrative:
Concomitant medical products: imu49jb45 lead, implanted (B)(6) 2003; 3093-28 lead, implanted (B)(6) 2014; 3093-28 lead, implanted (B)(6) 2014; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture at maximum output, undefined high impedance and possible fracture were noted on the right ventricular (rv) lead. The lead was capped and replaced during a routine changeout procedure. No patient complications have been reported as a result of this event.